Event description:
It was reported that the patient was unable to move his head from left to right which started 2-3 days ago. He also said his wrist to his right forearm hurt. Patient reported that he fell 2 days ago on his left side and then started to have the neck and arm issue. Deep brain stimulation (dbs) had helped him move his neck since he had trouble with that prior to implant. The patient's outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0205061v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0208359v, implanted: (B)(6) 2002, product type lead. (B)(4).